Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the unit dims completely and sometimes the entire image was lost during bronchoscopy endobronchial ultrasound diagnostic procedure while the patient was under sedation with the device inside the patient. The procedure was completed with the same device involving an olympus video system center. There was no patient injury reported.